Event description:
Ralc 45 used to close otomy of anastomosis. Staples were not completely closed; they were straight, there was no leak; they were not formed over a 2cm length. Several sutures were used to close otomy.